Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading, indicating a possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. Review of x-rays by the manufacturer did not reveal any obvious discontinuities in the vns therapy system. Revision surgery was performed, during which both the lead and generator were replaced. Lead break is suspected. No serious injury was reported in conjunction with the high lead impedance condition.

Manufacturer narrative:
The vns therapy system is indicated for use as an adjunctive therapy in reducing the frequency of seizures in adults and adolescents over 12 years of age with partial onset seizures that are refractory to antiepileptic medications. In the united states, the vns therapy system is approved for use in adults and adolescents over 12 years of age with partial onset seizures that are refractory to antiepileptic medications.